Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion flow blockage at tube event on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.